Manufacturer narrative:
From the complaint report, it was reported that a post-angiogram revealed vessel narrowing/occlusion at the access site reportedly caused by collagen partially in the vessel. A balloon was inflated, and a stent was placed. It was reported that during the manta deployment, proper tension was not held on the manta device when it was retracted back; and the lock advancement tube was advanced with excessive force. This type of user error can result in the collagen being pushed into the vessel causing an occlusion. The IFU was reviewed and lists failed hemostasis requiring placement of a stent and accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis as possible adverse events related to the deployment of vascular closure devices. Additionally, the patient was reported to have moderate calcification, which is directly warned against in the IFU. The risk documentation was reviewed, and this type of incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels the device history record (DHR) documentation review showed no indication that the handle devices did not meet specifications. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, documentation, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. User error has been identified as a contributing factor in this complaint. The manta's instructions for use instructs the operator in step 5: hold the manta handle in the right hand at a 45 degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. Continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The manta instructions for use lists procedural requirements that include: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery.

Event description:
The patient underwent transcatheter aortic valve replacement on (B)(6) 2020. The manta operator was in training with manta; this was the operator's first manta deployment. The patient's femoral artery measured 6.8 mm in diameter and there was moderate anterior and posterior wall calcification present in the femoral vessel; however, the reporter denied any calcification at the femoral access site. Femoral access was achieved without the use of either ultrasound or a micro-puncture kit. Manta 18f vascular closure device (manta) deployment depth was measured at 5.0 cm + 1.0 cm. An edwards 26 mm valve was delivered, and the reporter confirmed there were no issues advancing or withdrawing procedure sheaths. After manta was deployed, hemostasis was reported as immediate. Vessel narrowing/occlusion was noted at the closure site on angiogram. The occlusion was identified as collagen partially in the vessel. The reporter stated it appeared the manta operator did not hold proper tension on the manta device when it was pulled back and the lock advancement tube was advanced using too much force. A 6.0 mm x 20.0 mm balloon was inflated at the closure site and a 10 cm x 20 cm wall stent was placed.